Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 9 months post implant of this aortic bioprosthetic valve, a transcatheter valve was implanted valve-in-valve. The reason for intervention was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the bioprosthetic valve was replaced due to mild stenosis and severe regurgitation. It was reported calcification was present in the left ventricular outflow tract (lvot) under the non-coronary cusp (ncc) and left coronarycusp (lcc). If information is provided in the future, a supplemental report will be issued.